Event description:
It was reported that the patient experienced a tamponade during an a-fib ablation procedure in which the customer was unsure if the impedance readings were correct on the generator. Forty-one ablation applications were performed before the event. The generator was set to "power-control" mode and the power setting was between 30 and 35 w. The temperature cut-off setting was 48 ºc . The patient's baseline condition was stroke with aphasia from 2009, otherwise healthy. It was reported that the patient needed only one extra day at the hospital for observation and the patient condition was ok.

Manufacturer narrative:
Investigation is still in progress. A 3500a supplemental report of the evaluation will be submitted once it is completed or if additional information is provided by the customer. (B)(4).

Manufacturer narrative:
Equipment evaluation results. (B)(4). It was found that the indifferent electrode cable was glued to the connector and could cause the impedance reading error, but the issue was resolved by replacing it. This condition was not related to the tamponade. The preventive maintenance and functional tests were performed and the unit was found functional. The device history record for stockert (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.